Event description:
It was reported and confirmed in event logs that a motor stall occurred with no recovery recorded. It was indicated that the cause of the motor stall was due to the patient having a magnetic resonance imaging (MRI) scan performed. It was reported that it had been two hours since the patient had the MRI and as of 10 minutes ago on the day of report, there was no recovery noted when the pump was updated. It was noted that the patient did not have any adverse symptoms at the time of report. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the motor stall recovered "hours" after the stall occurred due to magnetic resonance imaging (MRI). The patient's outcome was no injury.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8590-1 lot# n294894, implanted: 2012 (B)(6), product type accessory. (B)(4).